Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the keypad cover was observed to be peeling and torn at the contrast button and below the ok button. During testing, the down arrow and contrast button were intermittently responsive. The keypad cover was removed and contamination was observed under the up arrow, down arrow and contrast button contacts. Unrelated to the original complaint, the audio bolus button cover was detached from the pump. Also unrelated, the display was dim, faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.